Event description:
Manufacturer report number 3006705815-2019-01932. Manufacturer report number 3006705815-2019-01933. Manufacturer report number 3006705815-2019-01934. Manufacturer report number 1627487-2019-06074.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 3006705815-2019-01932. Manufacturer report number 3006705815-2019-01933. Manufacturer report number 3006705815-2019-01934. Manufacturer report number 1627487-2019-06074. It was reported that (B)(6) infection issue was observed at the implantable pulse generator (ipg) and lead sites. Patient was on antibiotics for the infection however it is unknown if the antibiotics were oral or intravenous. The entire device system was explanted as a result. It is unknown if the infection issue has been resolved. There were no complications during the procedure.